Event description:
Had the bard composix kugel patch implanted to repair hernia in dec. 2003. Just heard of recall, called dr's office -surgeon who repaired hernia-. Office claims never heard of recall. This scares me as I have this mesh in me and my doctor is not even aware there is a problem. Shouldn't he be told and brought up to date? Thank you.